Event description:
It was reported that an alarm occurred on the insulin pump. It was also reported that the display goes blank sometimes. Troubleshooting was performed, and the self test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.